Event description:
It was reported that the patient had passed away about a year prior per the neurologist. Follow-up with the neurologist revealed that the patient had not been seen for approximately eight years, and the cause of death was unknown. No additional information was provided by the neurologist. Follow-up with the county of residence coroner¿s office was performed, but they were unable to locate information regarding the patient¿s death. (B)(6) attempts for additional relevant information have been unsuccessful. With the available information, the death was reviewed by the manufacturer and classified as possible sudep.

Manufacturer narrative:
.